Event description:
Customer attempted to test on the aviva meter, but was unable to obtain a reading due to an error message. Seven hours later, the customer awoke and felt hypoglycemic. Customer's wife treated customer with juice and called an ambulance. Emts tested customer in the mid-60s mg/dl on their meter when they arrived. Emts treated customer with an IV (contents not provided). Customer did not feel better and was transported to the hospital. Customer was admitted and treated with glucagon tablets at the hospital. Customer was released 2.5 hours later. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.